Manufacturer narrative:
There are no previous complaint on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected giving error message "air in line". The date of initial report was on 04/02/2024 but intuvie service department did not send the complaint to the complaint department until may 06, 2024 were a complaint was not open until 05/22/2024. A non conformance was opened to address this issue. The air-in-line sensor was replaced, and after that the pump passed all tests and met specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 04/02/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to be giving error message "air in line". No patient was involved.